Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received a questionable low elecsys hcg + beta test system result for one patient sample. The initial result was >10000 miu/ml with a data flag. The repeat result with a 1:100 dilution was 19121 miu/ml with a data flag and was believed to be falsely low. The sample was repeated with a 1:100 dilution and the result was 100575 miu/ml with a data flag. On (B)(6) 2017, the sample was repeated and the result was >10000 miu/ml with a data flag. The repeat result with a 1:100 dilution was 100818 miu/ml with a data flag. The sample was repeated with a 1:100 dilution and the result was 104555 miu/ml with a data flag. On (B)(6) 2017 after the assay was calibrated with a new reagent pack, the sample was repeated and the result was >10000 miu/ml with a data flag. The sample was repeated with a 1:100 dilution and the result was 97407 miu/ml with a data flag. The doctor questioned the initial result because it did not match the patient's condition. The repeat results were believed to be correct. There was no allegation of an adverse event. The reagent lot number was 210151. The expiration date was requested but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A photograph provided of the suspect sample tube demonstrated the sample was of poor quality which is known to cause erroneous results. Insufficient maintenance of the analyzer was another general possible cause. As both correct and incorrect results were obtained with the reagent pack, a lot or specific reagent pack issue could be excluded. The analyzer performance data provided was within specifications.